Event description:
Patient experienced pain in thigh area. X-rays revealed a broken nail. During surgery, a non-union at the fracture site was noticed. The nail was removed and replaced. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
The info provided, in conjunction with the metallurgical analysis results, suggests that this event would not be associated with the device but rather would be pt related. The pt's non-union of her communited fracture of her left femur was most likely the contributing factor for the returned alta femoral im rod breaking in fatigue.